Event description:
A consumer reported the implant stopped working suddenly in (B)(6) of 2016 resulting in a loss of stimulation and gradual loss of therapy. It was further reported the consumer had two groups, a and b, but neither would respond. The patient programmer (pp) was used to sync with the implantable neurostimulator (ins) which showed the ins was 100% full, the pp was 100%, and therapy was on and set on group b at 10.5 volts on program 1. There were no traumas or falls reported related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device other applicable components are: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that in the fall of 2016 she started having an issue with the device where it would work on and off and stopped helping with the pain. The patient stated that they spoke to a representative during that same time, fall 2016, and they checked the device and said the leads had shifted. The patient stated that the representative told her the device would stop work for 2 months or so and then stop completely, which occurred. The patient reported that the device stopped working completely a month or so ago and she stopped feeling stimulation. No further complications were reported as a result of this event.